Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, the balloon would not inflate and the stent could not be deployed. Reportedly, no pt injury was associated with this event. No other info was provided. This report is being filed based on the co's investigative findings which revealed the stent and "c-flex" were not on the returned device.